Manufacturer narrative:
Field service engineer (fse) troubleshot reported table movement complaint and found the hand control had failed. Fse replaced the hand control assembly accordance with system install and service manual and the table movement returned to normal. System was tested according to the service manual and returned to full service by the customer.

Event description:
On (B)(6) 2011: customer reports via phone that during an unk urology procedure, handswitch and footswitch were not functioning, which disallowed table movement. Staff was able to move the pt manually and was able to complete the procedure without further incident. No injury to report.